Manufacturer narrative:
H11: the device was received for evaluation with dried blood visible. During visual inspection, the 2.5mm jaw assembly with the left ring intact and right ring dislodged was returned in a specimen jar. The right ring of the 2.5mm coupler was no longer seated in the jaw assembly which would indicate that the ring had dislodged from the jaw assembly and was free floating in the specimen jar with the 2.5mm jaw assembly. There was no observed damage to the jaw assembly. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ring dislodged from a 2.5mm coupler. During a transverse rectus abdominal muscle (tram)/ deep inferior epigastric perforator (diep) free flap breast reconstruction procedure the ring ¿fell out¿ of the black applicator while the physician was attaching the vein to the coupler. The vein was torn as a result. No further information was available at the time of this report.